Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted large flail and posterior prolapse on the p/3. On (B)(6) 2020, one clip was implanted, reducing mr to 1. Then on (B)(6) 2020, it was discovered during a one-month follow-up that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. On (B)(6) 2021, the patient was re-admitted a undergo a second mitraclip procedure. The first clip was successfully deployed. Then an attempt was made to implant a second clip, however, the mean pressure gradient increased to 6mmhg. Therefore, the clip was removed. The mean pressure gradient returned to baseline and the procedure ended at this point. One additional clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) appear to be related to the slda; therefore, attributed to procedural condition. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na.